Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced oozing of blood during surgery, burning with urination, frequency, urgency, not feeling well, vaginal discharge, bladder and neck pain, dysuria, urge incontinence, incomplete emptying, hesitation, information, inflammation and mesh erosion. A removal of the infected mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.